Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer, in the united states of america, of peritonitis in a patient. The report of peritonitis coincided with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn for a few months and the patient had his catheter removed due to the peritonitis. During a call with baxter customer service, it was reported that on an unknown date, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On an unknown date, the patient was discharged from the hospital. The patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11l14079, h11l08071, h12b24085, h11j07085, h12a02018, h12b29043, h12c30049 and h11h31070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The specific product code for the transfer sets involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.